Event description:
Customer stated that the insulin pump alarmed motor error. The blood glucose reading was 389 mg/dl. Customer was trying to deliver a bolus to treat the high blood glucose. Customer unable to treat the high blood glucose, he will go the hospital. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.